Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) hospital ((B)(6) block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that some bands in the returned ligator head were moved from their position and overlapped, and a band was cracked/damaged. The ligator head teeth were bent/damaged. The returned irrigation tube was in good condition. The slot of the handle had marks of the trip wire being secured. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. No problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that some bands in the ligator head were moved and overlapped, and one band was cracked. These suggest that the device could not deploy.it is possible that procedural or anatomical factors encountered during procedure could have affected the overall performance of the device leading to the damaged/bent teeth. Once the teeth got bent, this could have affected the suture that holds the bands leading to overlapping of bands, consequently, unable to deploy the bands and band damaged. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a venous vascular ligation procedure performed on (B)(6) 2022. During the procedure, the bands did not deploy off of the ligator. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a venous vascular ligation procedure performed on (B)(6) 2022. During the procedure, the bands did not deploy off of the ligator. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Initial reporter facility name: (B)(6). (B)(4).